Event description:
It was reported to medtronic neurosurgery that while moving the patient in bed the drainage tubing twisted before breaking off at the hub of the drain. According to the report, the drain functioned properly after being replaced.

Manufacturer narrative:
The product has been returned. However, an evaluation of the device performance is not completed. It was later reported on (B)(6), 2014 that the drain had been in place for approximately nine days. The report states that the hospital staff suspected the twisting occurred as a result of the patient being mobilized. According to the report, the tubing broke where it connects to the external drains stopcock. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Only the proximal-most segment of patient line tubing was returned. The male luer adaptor was missing from the distal end of the tubing which suggests that it was the site of the disconnection. Adhesive was present at the site of the missing luer adaptor. The patency check and leak test were precluded due to the missing components. A review of the manufacturing records was not possible as no lot number was provided. It was later reported on (B)(6) 2014 that the drain had been in place for approximately nine days. The report states that the hospital staff suspected the twisting occurred as a result of the patient being mobilized. According to the report, the tubing broke where it connects to the external drains stopcock. (B)(4).